Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1610 on two vitros xt 7600 integrated systems. A definitive assignable cause could not be determined. As vitros ipth lots 1610 was a new reagent lots for the customer at the time of the events, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. Additionally, continual tracking and trending indicates a possible performance issue with vitros ipth reagent lots 1610. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Although within run precision testing was not processed on the vitros xt 7600 systems, an instrument related issue is not a likely contributor to the events. Historical qc results for the customer¿s in use lot of vitros ipth reagent in combination with both vitros xt 7600 systems continues to be within expectation. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1610 on two vitros xt 7600 integrated systems. Biorad lot 64920 level 1 results of 15.40, 16.61, 16.62 and 15.25 versus the peer mean result of 24.83. Biorad lot 64920 level 2 results of 138.79, 134.80, 135.12 and 137.08 versus the peer mean result of 198.40. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).